Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified dorsalis pedis artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications reported.